Manufacturer narrative:
H.6. Investigation: no photos or physicals samples that display the reported issue were provided for investigation. A device history was performed and found no no-conformances related to the reported issue during production of batch 1807125. Six retained samples of the same lot were used for additional evaluation. The protectors were successfully connected to the vials, ensuring they fit properly. The product was evaluated and no damage or defects were observed. Functional testing was performed on the sample, liquid inside the syringe could move to the vial and back to the syringe without issue, and no leak between the protector and vial was identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. It is important the protector is attached completely vertical to the vial. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. H3: see h.10.

Event description:
It was reported that 3 bd phaseal¿ protectors (p14) leaked during use with "pfizer/hospira vincristine 2mg" vials. The first 2 occurred on vials kept in the refrigerator, while the 3rd leaked during a new vial preparation. The following information was provided by the initial reporter, translated from french to english: "I have noticed on 3 occasions, on the same batch of blue protectors, leaks when using pfizer/hospira vincristine 2mg vials. While the first 2 incidents took place on vials kept in the refrigerator for our specific use, today I noticed a leak on a new vial, during preparation, which caused a projection on the glass of the cytotoxic safety cabinet. This is protector type p14, part number 515100, lot 1807125. All incidents were observed with this same lot. For your information, I have been using pfizer vincristine for more than 2 years, so no significant change on the vial side.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 bd phaseal¿ protectors (p14) leaked during use with "pfizer/hospira vincristine 2 mg" vials. The first 2 occurred on vials kept in the refrigerator, while the 3rd leaked during a new vial preparation. The following information was provided by the initial reporter, translated from french to english: "I have noticed on 3 occasions, on the same batch of blue protectors, leaks when using pfizer/hospira vincristine 2 mg vials. While the first 2 incidents took place on vials kept in the refrigerator for our specific use, today I noticed a leak on a new vial, during preparation, which caused a projection on the glass of the cytotoxic safety cabinet. This is protector type p14, part number 515100, lot 1807125. All incidents were observed with this same lot. For your information, I have been using pfizer vincristine for more than 2 years, so no significant change on the vial side."